Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would not boot up, however it was determined that it did take 41 seconds to boot up. The hard drive was reconfigured and the software reloaded. Analysis also found that the system fan was noisy and that the upper and lower cases were broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the programmer head which was returned as an associated device had the back coating missing from its label.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.